Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms for an unknown reason. A revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and ra lead were successfully implanted. No additional adverse patient effects were reported.